Event description:
It was reported that the haptic was ripped off, supposedly because there was too little fluid within the vial. This occurred during preparation for use. No pt contact, injury or impact was reported. No pt contact, injury or impact was reported.

Manufacturer narrative:
The lens was not returned for eval. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the info currently available, the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implanted.

Manufacturer narrative:
The lens and lens vial were returned to b+l. Visual inspection found that the vial contained no fluid. The lens was in a dried condition and was in the vial positioned correctly, as it should be. Particulates, saline dendrites, dried solutions and white, crystal-like particles were visible on the optic and haptics. The lens was not damaged. Visual inspection also found dried solution and crystal-like particulates visible in the threads of the cap and vial. The septum was damaged/cracked. A functional test was performed by filling the vial with water. Fluid did leak from around the cap. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information currently available, the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued, and a new (redesigned) vial was implemented.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted, upon completion of the investigation .